Event description:
A customer contacted baxter's technical service center and reported a drain volume of 5059ml on the homechoice (hc) machine during drain 2 of 4. The homepatient (hp) was not complaining of feeling overfilled. The technical service representative (tsr) reviewed program. The fill volume was 2000ml and the last fill volume was 2000ml; this meets increased intraperitoneal volume (iipv). The tsr assisted hp to end therapy. The tsr asked the hp about bypassing the initial drain. The hp said she did not bypass. According to the dialysis nurse she was aware of this event and stated that the hp's largest prescribed fill volume was 2000ml. Additionally, the hp did not perform any bypasses. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). CAPA (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.